Event description:
It was reported by service report that there was a loss of nurse call. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Docker cable.